Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and no device malfunction or problem was identified via product analysis. The ambicor device was visually inspected and functionally tested. One cylinder had a leak in the outer tube that was the result of a sharp instrument damage consistent with explant damage. Based on the determination that the cylinder damage was due to explant it will not be considered a probable cause for this event, as it is a secondary failure. This cylinder was not functionally tested due to the leak in the cylinder. The other cylinder performed within specifications. No pump was returned. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of no problem detected was chosen because a device malfunction or problem could not be confirmed through product analysis. Reported events indicate patient dexterity is responsible for explant, not a device malfunction or problem. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to remove this ambicor penile prosthesis (app) due to the patient's manual dexterity issues making use of the pump difficult. The existing app was removed and the patient was implanted with a malleable prosthesis. There were no patient complications. The devise is expected for return with the exception of the pump component which was discarded following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to remove this ambicor penile prosthesis (app) due to the patient's manual dexterity issues making use of the pump difficult. The existing app was removed and the patient was implanted with a malleable prosthesis. There were no patient complications. The devise is expected for return with the exception of the pump component which was discarded following the procedure.